Event description:
It was reported that the cleo set exhibited multiple line blocked alarms. The patient was admitted to the hospital with diabetic ketoacidosis and later discharged. The patient suspended insulin delivery numerous times for multiple hours due to concern for hypoglycemia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.